Event description:
The customer reported to olympus that the video system center image was freezing for 10 to 15 seconds during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer did not have a scope at the time of the call. The customer stated a provation pc was connected to the cv-190 tower. Tac had the customer press the scope switch button on the cv-190, and the customer confirmed that scope switch #1 was programmed for "freeze". The customer stated that he would acquire a scope and have the end user log into provation to further troubleshoot. The customer will call back if he needs any further help. Olympus later received a follow up email from the customer stating in essence that the issue has not reoccurred and to close this service case. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the reported event, a definitive root cause of the frozen image could not be identified. Olympus will continue to monitor field performance for this device.